Event description:
It was reported the catheter became stuck in the lesion. The mildly tortuous, severely calcified 90% stenosed lesion was located in the left anterior descending (lad) artery. The length of the lesion was approximately 40mm with a diameter of approximately 3mm. An opticross hd was used to view the lesion. During the procedure, the opticross hd was advanced to a calcified part of the lesion and became stuck. A guide catheter was inserted slightly deep and force was used to pull the opticross hd out. There were no patient complications and the patients condition was good.